Manufacturer narrative:
(B)(4). Result: the pet lock was intact on the proximal end of the pod packing coil (podj) pusher assembly. The embolization coil¿s stretch resistant wire (sr wire) was fractured. The proximal constraint sphere was inside the distal detachment tip (ddt). The lantern delivery microcatheter (lantern) strain relief was stretched on the proximal end. Conclusion: evaluation of the podj¿s pusher assembly revealed that the podj embolization coil¿s sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated during repositioning, damage such as this may occur. An sr wire fracture will cause the embolization coil to detach from the pusher assembly. Evaluation of the returned lantern revealed that the strain relief was stretched. This type of damage typically occurs due to improper handling during use. If the distal end of the strain relief is held in place during retraction, damage such as this may occur. A 0.025 inch stainless steel mandrel was introduced through the hub of the lantern and advanced out the distal tip without an issue. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The podj remains implanted.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj). During the procedure, while advancing and repositioning the podj, it unintentionally detached within a lantern delivery microcatheter (lantern). The physician used the pusher assembly of the podj to push the detached coil into the target location and placed the podj coil successfully. The physician removed the lantern to complete the procedure using other treatments with a larger microcatheter. It should be noted that the physician maintained continuous flush and used a rotating hemostasis valve. There was no report of an adverse effect to the patient.